Manufacturer narrative:
Submit date: 07/06/2010. An investigation is underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 06/11/2010, that a customer had an issue with a uvc. The customer reported that the uvc cracked at the hub after two days of use. The uvc was pulled and replaced; the pt had no further complications.